Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled device change out procedure, the right ventricular lead exhibited intermittent loss of capture. No loss of capture was noted before the device change out procedure. The lead was successfully capped and replaced. The patient was doing great post surgery.